Manufacturer narrative:
Device evaluation: failure investigation (fi) lab received the power supply for evaluation. Visual inspection of the returned power supply revealed no evidence of damage or contamination. Fi technician installed the power supply into the fi test ventilator and performed operational tests and the ventilator shutdown when ac was applied. Fi technician identified that the voltage was dropping below the threshold voltage, approximately 8.5 volts, required to initialize u8. The c56 capacitor signal was dropping to 7.44v. The failure of c56 prevented the power supply from operating on ac power. Root cause: root cause for the reported issue is due to c56 capacitor signal dropped.

Manufacturer narrative:
Date of event: (B)(6) 2016.

Event description:
The manufacturer's field service engineer (fse) reported unit would not power on, no light lite on the front of the panel. There was no patient involvement.